Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01052. It was reported the patient experienced some uncomfortable heating while charging her scs ipg. A replacement charger was sent to the patient to address the issue. Follow-up identified the patient received the replacement charger and was reportedly able to charge her ipg successfully. The patient reported everything is reportedly working well. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
(B)(4). This ipg serial number was include in a field correction.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.